Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for a blood glucose value exceeding 500 mg/dl and diabetic ketoacidosis. A week prior to the hospitalization the customer received a shot in his shoulder from his doctor. His blood glucose began to increase into the 200 mg/dl and 300 mg/dl a few days afterwards. The next week the customer was hospitalized for hyperglycemia. The patient was treated with insulin drip and liquids. The insulin pump was not returned for analysis.